Event description:
Customer reported being unable to test due to her adc blood glucose meter not powering on with test strip insertion. Customer further reported that while lying on her bed, prior to attempting to test, she experienced multiple symptoms described as "thirst, dried throat, headache, and woozy". Customer self-treated with water and metformin 500 mg. Paramedics were contacted and customer was transported to a local hospital where she was admitted to the intensive care unit (ICU) and treated with unspecified intravenous fluids and unspecified intravenous medication for pain. Customer was diagnosed with hyperglycemia and administered insulin, a new, not previously prescribed medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter was returned and investigated with returned test strips. Blank screen was observed using customer's battery. Returned battery was replaced with a new battery and blank screen was resolved. Meter powered on with button press and test strip insertion. Power issue with strip port was not observed. No new issues were observed. The complaint is not confirmed. Note: the actual date of the reported medical event is unknown. The event date entered is the complaint awareness date. .